Manufacturer narrative:
In 2007, this event concerns a device that was manufactured and used outside the united states. Upon reception, the returned device could not be interrogated with the standard programmer; in addition, no pacing pulses were present. The device was opened to have direct access to internal components. In-depth investigation revealed that there was a short circuit due to metal migration on the confirmed substrate caused by a specific manufacturing process. No similar manufacturing process is used in currently manufactured symphony/rhapsody pacemaker devices. In addition, this device was listed in group no 1 in the field safety notice issued in 2005, related to metal migration on the potentially exposed symphony/rhapsody units.

Event description:
After 41 months of implantation, the device involved in this MDR report was explanted because it could not be interrogated. In addition, no magnet response was observed.